Event description:
Customer alleged blackish green pins on inform system glucose meter. Inspection of the device by the domestic evaluation unit confirmed electrical short - melting, burning. No adverse event was reported in connection with the device.